Event description:
Customer reported low blood glucose symptoms with result of 110 mg/dl obtained on the mobile system. Customer re-tested 50 mg/dl on her aviva nano. Customer received assistance form her father (treatment details were not provided). Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
The device was replaced due to eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.